Event description:
Customer reported that she was hospitalized for low blood glucose. She stated that her son found her unconscious prior to hospitalization. Customer also reported that three days later, she was hospitalized again for high blood glucose and dka. Troubleshooting suggested that pump basal setting, was incorrect. Explained impact of incorrect programming on blood glucose. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.